Event description:
It is reported that the surgeon reamed to 11mm. In an attempt to achieve a press-fit of the stem, the surgeon attempted to insert a 12mm stem and the humerus fractured.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it has been reported that during a reverse surgery, the surgeon reamed with a size 11 distal reamer and attempted to implant a size 12 implant, fracturing the humerus. This contradicts the surgical technique. The surgical technique has a table on page 4 for selecting the appropriate reamer. With the supplied information an exact cause cannot be determined with certainty. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.